Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09586. The patient is implanted with two different model leads. It was reported the patient had been experiencing discomforting stimulation in her ribs and the right side lead is not providing stimulation in the desired pain pattern. The patient has coverage with the left lead. The patient is working with her physician to determine a resolution to the issue. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.